Event description:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5116454) on (B)(6)2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, one day after essure insertion, she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), alopecia ("hair loss"), inflammation ("inflammation"), rash ("rash") and gastrointestinal disorder ("unspecified gastrointestinal problem") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2018. The patient was treated with surgery (partial hysterectomy, only ovaries remain, uterus and tubes removed). At the time of the report, the abdominal pain, alopecia and rash had resolved and the weight increased and inflammation had not resolved. The outcome of gastrointestinal disorder was unknown. No causality assessment was received for essure with regard to weight increased, abdominal pain, alopecia, inflammation, rash or gastrointestinal disorder. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5116454) on 17-apr-2023. The most recent information was received on 15-may-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, one day after essure insertion, she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), alopecia ("hair loss"), inflammation ("inflammation"), rash ("rash") and gastrointestinal disorder ("unspecified gastrointestinal problem") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2018. The patient was treated with surgery (partial hysterectomy, only ovaries remain, uterus and tubes removed). At the time of the report, the abdominal pain, alopecia and rash had resolved and the weight increased and inflammation had not resolved. The outcome of gastrointestinal disorder was unknown. No causality assessment was received for essure with regard to weight increased, abdominal pain, alopecia, inflammation, rash or gastrointestinal disorder. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.